Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was woken up by an alarm, and he saw a yellow wrench illuminated. The patient noted the speed was incorrect, so exchanged the system controller with his back-up system controller. The patient was not symptomatic during the event. The patient went to the hospital for an unrelated event, and the event history and log file of the system controller were reviewed. The log file had captured numerous yellow wrench alarms and low speed advisories. A red heart and a low flow alarm with the pump speed at zero were also noted.

Manufacturer narrative:
The system controller was returned for evaluation. The report of yellow wrench advisory, replace controller, low speed advisory alarms, and a transient pump stop were confirmed through the log file analysis. A data log file retrieved from the returned system controller. Pump speed was captured approximately in the 4850rpm - 6750rpm range for approximately 9 minutes before a motor stopped event and corresponding low flow hazard and low speed hazard alarms were captured. Prior to the motor stop, the system controller was alarming with an active yellow wrench advisory and replace controller alarms. The rest of the recorded events were consistent with a system controller exchange. The system controller was functionally tested using laboratory equipment and supported a mock circulatory loop for an extended period of time without any atypical speed changes, alarms, or events being reproduced during testing. The system controller functioned as intended during the investigation and attempts to reproduce the reported alarms were unsuccessful. The root cause of the reported events could not be conclusively determined during the investigation. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 26 days. The device was returned to the manufacturer, but the evaluation is not completed yet. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.